Event description:
On (B)(6) 2013,the patient contacted animas and alleged the following: she typically has random high blood glucose levels (bg) but these highs have been occurring more frequently the past month, every 1-2 days, ranging from 300-500mg/dl. When the bg is between 400-500 mg/dl, she feels nauseated. States last night before dinner bg was 190 mg/dl, woke up at 02:20 this morning with bg 384 mg/dl, gave correction with insulin pen, then fasting bg was 220mg/dl. States she changes site every 3 days and rotates to different areas in abdomen. States often bg is elevated when she wakes up but not always. Customer support reviewed pump with patient: no associated alarms in history. Pump not suspended. Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history for past week; basal amount are 20.245 to 20.500 u/24 hours. Basal programmed 24 hour total currently is 20.500. States basal is programmed correctly. Temporary basal not used. Verified I:c, isf, bg targets and iob programming. Patient using recommended dosing per pump. Reviewed tdd history for past week; basal amount are 20.245 to 20.500 u/24 hours. Basal programmed 24 hour total currently is 20.500. States basal is programmed correctly. Patient states current site, not tender, no redness, no drainage present, connections secure. No air seen in tubing or cart, no leaking currently present, connections secure, changes cartridge every 2 days. Pump primes and delivers air bolus appropriately. States she stores insulin in refrigerator, fills cart with insulin directly from refrigerator. Cs advised patient that it has been adequately determined that the event does not involve a possible malfunction of the pump and reviewed recommendation of changing site, set and cart if bg is unexplainably 250 mg/dl for 2 test in row or unexplainably over 400 mg/dl for one bg test, reviewed importance of filling cartridge with room temperature insulin. Cs advised patient to contact hcp for further assistance with bg management. Although no specific evidence of pump malfunction or defect was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia. Use error may be considered contributory, as the patient uses insulin at refrigerator temperature.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 09/02/2014 with the following results: testing was unable to duplicate the complaint, information for the complaint is overwritten. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately .review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Unrelated to the complaint, the display has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.